Event description:
Consumer claims that the heating pad which was operating "super hot" and which she wrapped a towel around to "offset" the heat, caused burns/blisters to her lower back/upper buttock area. She also states that she fell asleep using the pad for an hour.